Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose (bg) levels were low at 45mg/dl. Low bgs were treated by drinking a dr. Pepper. No issues were found with the pump, during troubleshooting with tandem technical support.